Event description:
The epidural catheter was inserted for pain management. 5 days later while trying to remove the catheter, the "tunneled" distal part of the catheter broke off. The retained portion was surgically removed under CT guidance. There were no reported complications.